Event description:
It was reported that the console presented low power. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the console presented low power. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated and serviced by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the high voltage power supply (hvps) needed to be replaced. The fse proceeded to replace the hvps, and the console finally passed full functional and working as intended. No further issues were identified during service, and the console was confirmed to be fully functional after repairs. The reported complaint was confirmed. Based on review of all information available and analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Correction to a1: patient identifier correction to b5: describe event or problem correction to h6: impact codes the console or components were not returned for analysis. However, the console was evaluated and serviced by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the high voltage power supply (hvps) needed to be replaced. The fse proceeded to replace the hvps, and the console finally passed full functional and working as intended. No further issues were identified during service, and the console was confirmed to be fully functional after repairs. The reported complaint was confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of device low power was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on review of all information available and analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console presented low power. There was no patient involved.